Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Block h11: investigation results summary. The overtube was not returned as it was disposed. A product analysis could not be performed. Therefore, the reported events could not be confirmed due to the lack of evidence. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the cuff damaged / defective was due to the physician's technique during the procedure or was related to a device malfunction. The reported event of cancelled / rescheduled post sedation / sedation unknown occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this record represents the second of three overtube devices. It was reported to boston scientific that an overtube was used in an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026, for the treatment of obesity. During the procedure, the inflation cuffs on three overtube devices would not inflate. The procedure was cancelled due to patient's distorted anatomy. No patient consequences were reported as a result of the event.